Event description:
Our (B) (6) distributor reported that a packaging deformation was found with receipt of this product. This packaging deformation was described as a pin hole. There was no report of pt involvement, serious injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this device and packaging for eval, an confirmed the reported problem. A visual examination of the packaging found puncture holes in the pouch, which compromised the sterility of the package. Further investigation found these puncture marks were made by the obturator. A corrective action is in process to address this failure mode.